Event description:
During a pre-use check the ventilator failed to deliver volume. The unit did not fail on a patient, therefore no patient injury occurred. The safety valve would not stay shut. Alarms noted were expiratory minute and tidal volumes too low. The pc1618 board was replaced by allegiance and the failed board returned. The unit was calibrated and is running within mfrs specs. This was generated as a result of call screening.